Event description:
It was reported that during a wisdom tooth extraction procedure, the bur broke. It was also reported that the broken portion was removed and the surgeon has no concerns about any pieces being left behind. It was further reported that another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was returned for eval. The mfg records were reviewed and no issues were identified which may have contributed to this event. The returned bur was measured where possible and critical specifications were met. Upon visual examination, it was confirmed that the bur broke on the weld joint between the stainless steel shank and the carbide head. Replication testing was performed and the results indicate that the breakage was caused by a poor weld joint or excessive force by the user.